Event description:
The customer's mother reported that the customer's blood glucose was in the 400-500 mg/dl range, and that the customer had been vomiting. He was taken to the ER where he was treated for nausea. The customer was given medication for the nausea. But his mother was unsure of the name of the medication.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.